Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the nurse was unable to pull medication for patient. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station database exceeded 10 gb, resulting in system errors. A field service engineer (fse) logged into the admin console to retrieve station information. The unit was powered off, the hard drive was replaced, and reimaging was completed. Settings were updated, and the system was successfully synchronized with the server. Rss was verified, hta passed, and the pharmacy technician completed the medication inventory in the drawer twice. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the nurse was unable to pull medication for patient. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.